Event description:
The customer reported changing the battery and setting the time and date. During the call, the customer mentioned that she passed out days before and the paramedics were called. The paramedics arrived and treated her low blood glucose. Troubleshooting was performed. The customer stated that they treated her with food and glucose tablets. The reservoir was showing the same amount of insulin that the status screen shows. Advised the customer to speak the customer's doctor regarding the low blood glucose, and to call back if issues persist. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.